Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-mar-2019 with the following findings: during investigation, the battery cap was inspected and no defects were found. The battery cap attached securely to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) above 33.3 mmol/l with unspecified levels of ketones, extreme drowsiness, nausea, symptoms of dehydration, chest pain, diabetic ketoacidosis and vomiting associated with an alleged power issue. Reportedly, the patient remained on the pump and was treated at the hospital via insulin via injection and intravenous fluids by a health care provider. During troubleshooting with customer technical support, the reporter stated that the patient was in and out of the hospital since the beginning of (B)(6) due to this pump issue and stress. The reporter stated that the patient¿s bg¿s when she is hospitalized read high on the meter and is above 33.3 mmol/l. The patient states they tested positive for ketones but did not know the amount and was in dka and placed in the intensive care unit and was then moved into a different area of the hospital once she becomes stable. The patient stated between the stress with her daughter¿s heart surgery and now brain damage, and the stress of the issues with the pump. It was noted that there was a ¿replace battery¿ alarm going off and it stopped delivering while she is asleep had caused her bg¿s to go high often. The pump showed records of a ¿low battery¿ warning in the alarm history. It was found that the basal rates were chance, the bolus settings were adjusted and the insulin on board were adjusted as well by a health care professional. The battery top was worn, and the battery life was less than expected. This complaint is not being reported because the patient experienced hyperglycemia associated with an alleged battery life issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-mar-2019 with the following findings: a review of the black box showed frequent low battery warnings and replace battery alarms. The total daily dose history did not correspond with the user¿s programmed basal rates. No data was found in the black box due to continued use, and inconsistent dates. The pump electrical current draws were tested and were within specifications. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump deliveries performed during testing were accurately recorded in the total daily dose history. A replace battery alarm was induced during testing, and the pump gave the appropriate audible and visual ¿replace battery alarm¿. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.